Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) ECG is not detecting. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Updated fields: e1(event site postal code - (B)(6)), h6(type of investigation, investigation findings and investigation conclusions), h10. Additional contact information: (B)(6). A getinge field service engineer (fse) found ECG & pressure checked with iabp trainer and found working satisfactory. Run the machine 5 hours testing . Machine found working satisfactory. Suspected ECG cable is defective. Customer replaced the ECG cable from hospital stock. As per customer request , observe the machine for 6 hours. Machine is ready to use with patients. Machine given to end user for clinical use.